Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Patient or user involvement: no, patient or user harm: no, case description: (B)(6) had a flow block error message on lvp8100 sn (B)(4) during rate test. Case resolution: I instructed (B)(6) to connect pcu8015 to system maintenance software manually by holding tamper switch to turn unit on. (B)(6) did so and he was able to complete the rate test without error message. Ref: (B)(4).